Event description:
Device malfunction: stent partially dislodged; bent strut. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the mildly calcified right iliac artery, the omnilink stent delivery system was advanced but could not cross the target lesion. As the device was being removed, the omnilink stent strut became caught on the unspecified introducer sheath and the stent partially dislodged from the stent delivery system within the introducer sheath. The sheath, the partially dislodged stent, and the stent delivery system were removed from the anatomy as a unit. An agiltrac balloon catheter was used to predilate the lesion and a second omnilink stent was successfully deployed. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4) - off label vascular use. The device has been received, however, the investigation is not yet complete. The lot number was provided. Review of the device history is forthcoming. A follow-up report will be submitted with all additional relevant information.